Event description:
It was reported that the filter broke off the wire via medwatch. A 190 cm filterwire ez was selected for use. During the procedure, when tying to remove the undeployed stent, however, the stent stripped off the delivery balloon and trapped on the filter wire. It was unsuccessful to recapture the filter wire ez protection system. Filter was still expanded and captured both stents during removal. The filter wire and stents were pulled back to the right femoral artery sheath where the filter broke off the wire. The filter, deployed stent and undeployed stents were removed with the use of a en snare device. The procedure was completed with a non-bsc device. There were no patient complications reported.